Event description:
It was reported in an article (levine, a.b., parrent, a.g., macdougall, k.w. Stimulation of the spinal cord and dorsal nerve roots for chronic groin, pelvic, and abdominal pain. Pain physician. 2016. 19(6):405-412.) That one female patient underwent a trial for spinal cord stimulation (scs) and dorsal nerve root stimulation (dnrs) for management of chronic groin, pelvic, or abdominal pain. The patient had good pain reduction with the scs trial despite some unwanted stimulation in the legs. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).